Event description:
The account reported that the head section will run up on its own when lowered. The bed is located in the accounts med surge. There is no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The account disconnected the patient hand pendant and the issue remains. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. Three attempts have been made regarding a resolution with no response from the account. Based on this information, no further action is required.